Event description:
It was reported: this pt had right total hip in 2000 and has had pain since that time. X-ray shows loosening of the acetabular cup. The pt was admitted for a revision of the right total hip. The acetabular components were removed and replaced.